Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367 alarm. This occurred on the homechoice (hc) during dwell 3, while the hp was connected. The hp did not clamp one of the unused supply lines during the therapy. The technical service representative (tsr) explained the alarm and had the hp cycle the power in order to clear the alarm. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The home patient (hp) did not clamp one of the unused supply lines during therapy, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.